Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the display. Customer was provided with a loaner display, while the unit is being returned to the company's repair center.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.